Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+ please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported on april 5, they experienced severe hypoglycemia, with glucose values below 2.0 mmol/l (36 mg/dl). The patient stated this occurred while disembarking from an airplane. The patient only received a personal diabetes manager alarm when they were already collapsing. The patient¿s symptoms included becoming weak, dizzy, and loss of consciousness. The patient was assisted by their spouse, and airport staff gave dextro energy to raise their glucose level. The patient was transported to the hospital and admitted for observation and treatment for approximately 5 hours. The medical team expressed concern about possible ketosis, although the patient was unable to confirm a definitive diagnosis. The patient¿s glucose levels fluctuated from very low to very high, and on the doctor¿s advice, the patient administered 3.1 units of insulin. The patient¿s treatment included intravenous fluids and saline via infusion, as well as encouragement to drink fluids to stabilize glucose levels. The patient was discharged home after approximately 5 hours when their condition stabilized and after observation and treatment. The pod had been worn on the arm between 5 and 24 hours.